Event description:
The customer stated that falsely elevated architect aspartate aminotransferase (ast) and alanine aminotransferase (alt) results were generated for a pregnant patient. The following data was provided. On (B)(6), 2023, sid (B)(6). Architect aspartate aminotransferase (ast) result: 302 u/l. Architect alanine aminotransferase (alt) result: 205 u/l. Later the same day, the same sample was retested. Architect aspartate aminotransferase (ast) results: 25, 26 and 26 u/l architect alanine aminotransferase (alt) results: 21, 21 and 21 u/l a second sample was collected the same day. Sid (B)(6). Architect aspartate aminotransferase (ast) results: 27 and 26 u/l. Architect alanine aminotransferase (alt) results: 20 and 20 u/l. A third sample was also collected. Sid (B)(6). Architect aspartate aminotransferase (ast) result: 25 u/l. Architect alanine aminotransferase (alt) result: 21 u/l. The initial elevated results were reported out of the lab. Additional laboratory results were not available, but the customer stated there were no other abnormal results. The patient's presenting symptoms were not available from the customer. Based on the elevated ast and alt results, the patient was induced to give birth due to the risk of gestosis. The type/dose of medication used for induction was not available. The patient was 38 weeks and 4 days pregnant. The patient did not deliver the baby at that time as the doctor stopped the induction after she received the repeat values which were normal. The patient delivered the baby 2 weeks later. The customer stated there was no harm to the patient or the baby.

Manufacturer narrative:
After further evaluation, the suspect medical device was updated on august 29, 2023. MDR number 3016438761-2023-00477 has been submitted for the new suspect medical device and all further information will be documented under that MDR number.

Event description:
The customer stated that falsely elevated architect aspartate aminotransferase (ast) and alanine aminotransferase (alt) results were generated for a pregnant patient. The following data was provided. (B)(6) 2023 (B)(6) architect aspartate aminotransferase (ast) result: 302 u/l architect alanine aminotransferase (alt) result: 205 u/l later the same day, the same sample was retested. Architect aspartate aminotransferase (ast) results: 25, 26 and 26 u/l architect alanine aminotransferase (alt) results: 21, 21 and 21 u/l a second sample was collected the same day. (B)(6) architect aspartate aminotransferase (ast) results: 27 and 26 u/l architect alanine aminotransferase (alt) results: 20 and 20 u/l a third sample was also collected. (B)(6) architect aspartate aminotransferase (ast) result: 25 u/l architect alanine aminotransferase (alt) result: 21 u/l the initial elevated results were reported out of the lab. Additional laboratory results were not available, but the customer stated there were no other abnormal results. The patient's presenting symptoms were not available from the customer. Based on the elevated ast and alt results, the patient was induced to give birth due to the risk of gestosis. The type/dose of medication used for induction was not available. The patient was 38 weeks and 4 days pregnant. The patient did not deliver the baby at that time as the doctor stopped the induction after she received the repeat values which were normal. The patient delivered the baby 2 weeks later. The customer stated there was no harm to the patient or the baby.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.